Event description:
Complainant alleged that during biomed testing, the device failed to power on. The battery was removed and reinstalled, and the device powered on however, would not switch into defib or pace mode. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that subsequent testing was not able to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.